Manufacturer narrative:
Based upon the information that breas medical presently possesses, it is unable to confirm whether the event is reportable under the standard set forth in the applicable FDA regulations and guidance. Accordingly, in an abundance of caution, breas is filing a medwatch report for this event.

Event description:
Distributor in the USA reports a problem with a vivo 50 home care ventilator, stating: "internal battery does not seem to hold a charge, front screen broke with a very small impact." Their client was told both issues would be repaired under warranty. The reporter claims there was no patient injury as a result of the reported failure, but no information is given as to whether the device has actually signaled or warned the user of a pending battery issue.